Event description:
It was reported per field service report: symptom - will not zero - think fiber optic (fo). It is not known if a manual zero was attempted. A second pump was used. There was no harm to the pt. Findings/action taken. First fo tester did not autozero, but zeroed manually. Two other fo testers zeroed (auto) as did this one on the seconde try. Arterial pressure (ap) transducer zero's and cal correctly. Performed functional test - pass all test. The pump is back in service.

Manufacturer narrative:
(B)(4). Device will not be returned for evaluation.